Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the battery will not charge and is not recognized by the cadex charger. There was no report of patient involvement.